Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was stuck. A technical support specialist reinstalled the remote support services (rss) application and remodified the file path to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that the screen was stuck on care fusion screen. The customer stated that there was a delay to the patient's workflow although they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.